Event description:
The customer contact reported the patient received less IV fluid than intended.at an unspecified time,the device was programmed to deliver normal saline (1000ml) at a rate of 85ml/hr with a volume to be infused (vtbi) of 960ml and the delivery was started. No further programming parameters were provided.after approximately 11 hours,the device alarmed that the infusion was complete;however,approximately 150ml remained in the IV container.the device was reprogrammed to deliver the remaining solution.after an unspecified length of time,the device alarmed that the infusion was complete;however,approximately 70ml remained in the IV container.the device was removed from clinical service.therapy was resumed using a replacement device.there were no reported adverse patient effects.no medical interventions were required.though requested,no additional information was provided.